Event description:
It was reported that the new serial cable that was sent to the site resolved the communication issues with the handheld device. Attempts for product return have been made but the product has not been received to date.

Event description:
Tablet serial cable was returned for analysis on 03/02/2015. It was also reported that no patient care was compromised as the physician does have a second programming system. Product analysis tablet serial cable was completed and approved on 03/19/2015. An analysis was performed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the usb to db9 cable were noted during testing. The usb to db9 cable performed according to functional specifications.

Event description:
It was reported that the physician's programming tablet was freezing when trying to interrogate a generator. Troubleshooting was performed and identified that the tablet was not freezing and that an error message "unable to open port" was received indicating that the tablet usb cable was faulty. A new usb cable was provided to the physician. The faulty usb cable is expected to be returned for analysis, but has not been received to date.